Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. Pd therapy was ongoing. The patient was treated with an unknown medication intraperitoneally (ip). The patient was recovering from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was use error, further described as a break in aspectic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.